Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely physical stress was applied to the insertion section and caused the coating to peel. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿3.3 inspection of the endoscope 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the bronchovideoscope's plastic distal end cover was burned/melted around the instrument channel outlet at the distal end. There were no reports of patient involvement.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. The device was returned for evaluation where the reported event was identified. Based on the results of the investigation, a definitive root cause cannot be identified. The probable cause was the use of high-energy hand instruments (laser/high-frequency/etc) without ensuring sufficient distance from the distal end (handling problem). A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: this issue is addressed in the instructions for use (IFU): the suggested event can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in IFU. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope leaks/ does not hold pressure during pre-cleaning. The issue was observed during reprocessing. There were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation and found the connecting tube had coating peeling. (1mm2 or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the scope connector had corrosion due to water leakage, due to a pinhole on the universal cord, water tightness was lost, the plastic distal end cover has corrosion and burnt, due to wear of the angle wire, bending angle in the up direction did not meet the standard value, due to damage on insertion tube rotation ring, connecting tube did not rotate smoothly, the adhesive on the bending section cover rubber had a crack, the forceps channel port had a dent, switch1 has corrosion and discoloration, and the plug unit had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.